Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) has experienced difficulties cycling the device, which led to a surgical procedure. During surgery, the entire ipp was removed and replaced. No additional patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to cycle. Surgical intervention was performed and the entire ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Implant date d6a, and explant date d6b: both updated from not applicable to no information. Investigation summary: laboratory analysis confirmed the reported clinical observations of cycling difficulties. The observed anomalies were determined to be the most probable cause of the reported clinical events. Device history record (DHR) review: review of the DHR confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. The cylinders were visually inspected, microscopically examined, and leak tested. Both cylinders passed all tests performed. The pump was visually inspected, microscopically examined, and functionally tested. The pump did not pass the activation test. Product analysis confirmed the reported allegations. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.